Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit failed to automatically inflate. There were no casualties.

Manufacturer narrative:
Firm providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The customer denied service due to price restrictions. Customer also stated they replaced the iabp with a different unit while waiting for repairs. If additional information becomes available, it will be submitted at that time. H3 other text : customer denied service due to maintenance cost.